Event description:
It was reported that at device interrogation, noise was observed. Noise was not reproducible through provocation testing. However, the patient became symptomatic when he sat up and leaned forward. The leads were capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.